Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not longer coagulate. The procedure was completed with no reported injury.

Manufacturer narrative:
The force bipolar instrument has been returned and evaluated by the failure analysis (fa) team. The instrument underwent external and internal visual inspections, no energy delivery issue detected. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. Additionally, the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.74 mm. The grips were not found to be cracked. As result of the grip bending the associated molded insulator has become dislodged. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.